Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in bacterial peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal cefazoline (500 mg per day) for peritonitis. Dianeal therapy remained ongoing. Eight days after event onset, the cefazoline was discontinued, the patient was discharged from the hospital, and the patient had recovered from the peritonitis event. No additional information is available.